Event description:
It was reported that the insulin pump alarmed button error. Customer stated was sweating in the fire retardant suit. Customer's blood glucose was 577.80 and customer treated with pen. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces on esc and act, up arrow button. No button error alarm during testing. Device received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.